Event description:
A malfunction alarm occurred, identified as malfunction code 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it without the malfunction code recurring. The customer was advised to continue using the pump and to contact support if any issues reoccur.